Manufacturer narrative:
One (1) used full baxter container 150 ml nacl mixed with 440mg melphalan chemo-drug, one (1) used bag spike with chemolock with list and lot#: unknown, one (1) used 011-cl3261 30" (76 cm) admin set w/2 chemolock¿, 20 drop in-line drip chamber w/15 micron filter, bag hanger, drop-in chemolock¿ port reported lot#: 3869197 as well as one (1) full baxter bag 500ml sodium chloride 0.9%, one (1) used 14001 used ls primary plum set 15 mcrn fltr sight chmbr clv scndry prt clv y-site secure lock 272 cm lot#: unknown, and one (1) used chemolock with list and lot#: unknown were received for evaluation. The assemblies and components were primed and found to flow without difficulty. Each of the assemblies and components were examined for white fragments and none were found. Each of the assemblies were pressure leak tested and all components and assemblies passed without leakage with the exception of a cracked/damaged chemolock port at the distal end of the 011-cl3261 administration set. The chemolock port was found to leak due to the cracking/damage to the port. The customer complaint was confirmed in the case of the cracked/damaged chemolock port, however, the probable cause of the cracking/damage resulting in leakage cannot be determined. A device history review lot#: 3869197 and relevant commodities were reviewed and no non-conformances were found that would have contributed to the reported complaint.

Manufacturer narrative:
The device is was received on 5/10/2019. Evaluation is not yet complete. Concomitant products: 15 cm (6") smallbore bifuse ext set w/2 microclave¿ clear, 2 clamps, rotating luer, list number 011-mc3322, lot number unknown lifeshield¿ primary plum¿ set 15 micron filter in sight chamber, clave¿ secondary port, clave¿ y-site, secure lock 272 cm / 19 ml, list number 14001, lot number unknown plum 360 pump, unknown model and serial number melphalan, manufacturer unknown.

Event description:
The event involves a 30" (76 cm) appx 3.9 ml admin set w/2 chemolock¿, 20 drop in-line drip chamber w/15 micron filter, bag hanger, drop-in chemolock¿ port with white fragments found in the drip chamber. It was reported a primary plumset was primed with normal saline and attached to patient via cannula and small-bore bifuse extension set. The chemolock administration set was attached to b port of primary plumset. It was back primed using plum 360 and melpahlan, a chemotherapy drug, was attached via chemolock port. After approximately 50ml was administered, the pump alarmed proximal occlusion. On inspection there was no damage to the line or physical blockage noted. Inspection of line b saw no signs of drug precipitate within the administration line or chemotherapy bag, however white fragments were found inside chemolock filter chamber. There was patient involvement, however no serious injury or death, no blood loss, no adverse operator consequences, no unprotected chemo exposure, and no medical/surgical intervention required.